Manufacturer narrative:
The suspected pump was returned for evaluation. Visual inspection and functional testing was carried out. Upon visual inspection dso (downstream occlusion) seal has cracks. Event history log was reviewed. Pump gives pressure alarm due to missing calibration of the downstream sensor. The reported event was confirmed. The probable cause of the reported issue is the pressure alarm. Dso seal will be replaced, and sensor will be calibrated and the device has been submitted for functional and delivery testing.

Event description:
It was reported that a cadd solis hpca pump showed pressure alarm. There was no patient involvement and no patient harm/adverse event reported.